Event description:
It was reported that the device before use, being connected to the infusion bag, it was confirmed that there was breakage on the 2 tube occurred which lead to leakage of circulating water. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
B3: unknown; day is unknown, month of event is june. No other information has been provided to date. E1: initial reporter establishment name; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One used device was received for evaluation. No other damages or anomalies were observed. A leak was observed originating from the crack on the infusate line luer. Functional and visual tests were done and the reported issue can be duplicated. The probable cause is due to environmental stresses on the luer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.